Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was performed to treat a bifurcation lesion in the proximal circumflex and left main arteries, with mild tortuosity and mild calcification. Two stent delivery systems (sds) were planned to be used. During advancement of the 2.5 x 23 mm xience alpine sds, resistance was noted with the 7f guiding catheter. The sds was removed and resistance was again noted with the guiding catheter. After removal, it was observed that the stent struts were flared. A new xience alpine sds was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.